Event description:
Pt reported the up button on the infusion device is defective. Pt has had this infusion device since (B)(6) 2008 and boluses approximately 6 times per day. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.